Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the following incident occurred at the fifth firing of the device. The egia45axt was loaded and articulated to the left. A large crack was heard during the firing, however, the firing was completed successfully. When the reload was opened, it would not return to the neutral position. Both buttons were pressed together, but it did not straighten. The reload was manually straightened and unloaded. At the end of the case sales rep took this adapter and a reload and was able to articulate to one direction and not the other. There was no tissue loss or tissue damage. There was no extension of incision, no blood loss, no delay in or time and no device fragment fell into the patient's cavity. There was no use of reinforcement material.

Manufacturer narrative:
(B)(4).